Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the device passed a leakage test. Abnormal appearance the glue on bending section cover. Corroded circuit board inside video connector. The endoscopic image problem was likely due to the corroded circuit board. When the device passes the leakage test, fluid invasion could be caused by inappropriate device handling as follows. The connector cap of the leakage tester or the venting connector of the endoscope was not thoroughly dried. Attach/detach the leakage tester while the device is immersed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the endoscopic image of the subject device flickered. The procedure was extended by for minutes because the user had to replaced the subject device with another endoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.